Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device showed a black screen with spinning white dots and had not communicated with the server for almost nine hours. After being powered down for more than three minutes, it would not log in or launch any applications despite all connections being secure. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system exhibited a black screen with white dots. The technical support specialist (tss) dialed into the system, deployed, restarted the remote support service and identified it was in queue. The field service engineer reimaged the system to resolve the issue. The system functioned as intended after the technical support specialist and field service engineer troubleshot the device.